Manufacturer narrative:
The customer is in contract with a third party organization. It was also found during inspection that the ventilator was overdue of 10k preventive maintenance service.

Event description:
The service report stated that pt expired while on an 840 ventilator. Covidien rec'd a request for a ventilator inspection only. As per customer there is no allegation of a malfunction. During inspection, the customer service engineer (cse) found that the ventilator high alarm parameters were set as high as the ventilator allows, and the low alarm parameters were set as low as the ventilator allows. It was also reported to the cse that there was no add'l pt monitoring attached to the pt at the time of incident and pt was a dnr. The ventilator passed all testing.